Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed overestimation of the longevity of the pacemaker life expectancy. No changes or intervention was performed; the patient will continue to be monitored. There were no patient consequences.